Event description:
It was reported that there were oversensing episodes noted resulting in pauses in a pacemaker dependent patient. A lead integrity alert (lia) was triggered due to high rate and short interval counts (sic) and the non-sustained tachycardia (nst) episodes related to electromagnetic interference. Reprogramming of the lead sensitivity was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071 implantable pacing lead 2006-(B)(6); 6949 implantable tachy lead 2005-(B)(6); 4592 implantable pacing lead 2005-(B)(6). (B)(4).